Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based off the patient implant rec which was reported to davol by the patient's attorney: (B)(6) 2001 - the patient was diagnosed with stress urinary incontinence, symptomatic uterine prolapse, grade 2 cystocele, dysmenorrhea and underwent a total vaginal hysterectomy with cystocele repair, implant of an unknown "marlex" mesh, pereyra bladder neck suspension using a non-bard/davol pereyra needle with cystoscopy. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.